Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is a malpositioned implant impinging on the nerve root.

Event description:
The patient had bilateral si joint arthrodesis in (B)(6) 2016 where three implants were placed on each side. The patient complained of right leg pain after the initial surgery. The surgeon determined that the right side superior implant was malpositioned and was impinging on the nerve root. In (B)(6) 2016, the surgeon performed a revision surgery where he removed the right side superior implant. No other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not yet known.